Event description:
Pca pump failed to deliver morhpine, although it was registering that the medication was being delivered. The patient went for almost 24 hours without pain medication, although the patient did not complain of pain that was what would be greater than expected for a status-post spinal fusion patient on a pca pump. The pump was taken to medical engineering. The syringe holder was found to be broken.